Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) level of (48 mg/dl) the customer drank juice and soda to stabilize bg level. The customer stated the suspected cause for the low bg was due to gastroparesis. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.